Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0870 inches. Peeling keypad overlay was not confirmed; however, other cosmetic damages were noted on the keypad. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, battery tube threads - cracked, cracked case (battery tube), cracked case and serial number label missing. History download was successful using thump and carelink upload was successful. Perform the history review 2 days prior to the event date 03-aug-2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia). Cosmetic damage (peeling keypad overlay) was not confirmed; however, other cosmetic damages were noted on the keypad. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported that keypad was peeling off. The customer reported blood glucose value of 22.2 mmol/l. The customer reported hyperglycemia treated with bolus. The event involved product(s) mmt-1885. Troubleshooting was performed for high blood glucose and the customer has been using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for damage and found that the functionality of the pump was affected due to the damage. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.